Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-july-24, information was received from an healthcare professional (hcp) regarding a patient receiving baclofen (unknown dose and concentration) from an implantable device for intractable spasticity and spinal cord injury/spinal cord disease. On (B)(6) 2018, the hcp had refill difficulties. The hcp stated the patient was obese and they believed the pump had flipped. The hcp had attempted to use ultrasound and did not see a port. The hcp was requesting what type of imaging would be performed as additional troubleshooting. Lateral x-rays were suggested. The hcp was provided a reference image and determined the pump had flipped. The hcp has sought surgical help.

Manufacturer narrative:
Section 'device' information refers to the main device. The other relevant component includes: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter; ubd: 08/23/2019; UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) and manufacturing representative. It was reported the pump had flipped on or before (B)(6) 2018. The cause of the pump flip was unknown. The patient had been referred back to neurosurgery for a surgical revision of the pump. Additional information was received on 2018-aug-07 from the rep. It was reported the patient was receiving 2000 mcg/ml of gablofen at 1171 mcg/day. It was reported the pump had flipped and could not be refilled. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was reported the patient was very obese and the pump pocket was deep. A computed tomography scan (CT) had been performed. It was reported the pump was revised on (B)(6) 2018 and the catheter was found to be coiled. The catheter was revised and the explanted portion of the catheter was sent to pathology. It was indicated the device would not be returned. The issue had been resolved at the time of the report. Other medications being taken at the time of the event and medical history were not available. The patient's status was provided as "alive - with injury," and it was indicated the patient had experienced withdrawal from baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8780 serial# (B)(4). Implanted: (B)(6) 2017 explanted: (B)(6) 2018. Product type catheter medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-aug-21, additional information was received from the manufacturer representative (rep) and confirmed with the healthcare pro fessional (hcp). The rep confirmed the catheter related to this event and was removed was model 8780, serial number (B)(4). The patient's baclofen withdrawal has been resolved.